Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, intermittent on-going occlusion alarms occurred. The customer¿s blood glucose level was displayed as "high". Although, specific value was not provided. Customer performed a supply change. As well as, administered a correction bolus via the pump to address the bg and reported issue.